Manufacturer narrative:
Additional information h3, h6 and h10: the device was received for evaluation. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found out of specification in relation to the customer reported 'bad display' which was reproduced as a distorted and unreadable display. The reported condition was verified. The cause was determined to be a failed pixels. The liquid crystal display (lcd) was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had a white screen during testing at the biomed service department. There was no patient involvement. No additional information is available.